Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device had not been serviced in the past 12 months. Visual tests found a damaged downstream occlusion (dso) seal. The reported problem was duplicated as the dso seal had a crack which caused the cassette detection error. To solve the problem, the dso rubber seal will be replaced, and dso sensor will be recalibrated.

Event description:
It was reported that, the following error message appeared "cassette inserted incorrectly". The event occurred during the preparation of the pump at the intensive care unit. There was unknown patient involvement.